Manufacturer narrative:
As of today, the serial number is unknown. A follow-up will be provided once retrieved.

Event description:
Reportedly, since the last update, the physician has noticed that the programmer has met a bug: when attempting to input patient and lead data, pressing shift displays uppercase letters and special characters on the on-screen keyboard, but the input actually registers lowercase letters and numbers, and vice versa.¿ I haven't noticed this anomaly with the new defibrillators. The sales representative has just opened a few datasets from his programmer and interrogated a teo from his car stock, and everything seemed normal..

Manufacturer narrative:
As of today, the serial number remains unknown. After several reminders, a reply has been received and the files will not be retrieved. Therefore, no investigation can be performed and the root cause remains unknown. In case new relevant information is provided, this case will be re-opened.

Event description:
Reportedly, since the last update, the physician has noticed that the programmer has met a bug: when attempting to input patient and lead data, pressing shift displays uppercase letters and special characters on the on-screen keyboard, but the input actually registers lowercase letters and numbers, and vice versa.